Manufacturer narrative:
Product event summary #the full lead was returned and analyzed. The distal and proximal conductors distorted/kinked and with what appears to be a tear orbreach in the multilumen tubing. Electrical resistance and cross continuity test were within specification, likely because the leadwas tested dry. However, the insulation breach likely did contribute to the reported low impedance in vivo. The coil distortion and damage to the insulation appears to have been caused at implant.

Event description:
It was reported that the patient presented with syncope. It was found that the patient's lead had low impedance. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.